Manufacturer narrative:
This report is linked to the following patient identifier: (B)(6) . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a transurethral resection of the bladder, the patient returned to the hospital with a ureter burn. No further patient information was provided. No malfunction of the device was reported. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was provided by the customer. The patient is currently doing well. The customer confirmed that the generator is functioning properly and no further issues have been observed at the facility.

Manufacturer narrative:
This report is being supplemented to include additional information from the customer and the results of completed investigation. Updated fields: g1, b5, h6, h11. Based on the available information and since the device was not returned for evaluation, a definitive root cause for the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.